Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main coronary to circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The physician felt discomfort while delivering the catheter into the guide catheter and it was noted that the catheter became separated at the connection part, in a location outside the patient. The procedure was completed with another of same device. No patient injury was reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and the imaging window was detached. The imaging window was not returned for analysis. A broken drive cable began 93.3 cm from the distal end of the connector shaft and the drive cable was kinked and coiled. Since the tip was not returned for analysis, a functional test with a wire could not be performed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left main coronary to circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The physician felt discomfort while delivering the catheter into the guide catheter and it was noted that the catheter became separated at the connection part, in a location outside the patient. The procedure was completed with another of same device. No patient injury was reported.